Manufacturer narrative:
The actual device was discarded and was not made available to the MFR to be evaluated and a lot number was not provided. W/o the actual sample and a lot number, a thorough eval could not be performed. It has been reported that the employee set the needle down after use and during clean-up, he rec'd a needlestick when picking up the needle to dispose of it. It is possible, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported it is unk if the clip covered the needle before setting it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR for eval.

Event description:
As reported on the medwatch form # (B)(4): employee was inserting an IV with a 20 gauge braun over the catheter needle. The employee stated that when the IV is started, the needle is pulled out and this activates a safety mechanism. In this case, the safety mechanism failed and when he was picking up the garbage and sharps to place in the appropriate containers he assumed there was no danger of being stuck. Add'l info provided by the facility indicated the employee set the needle down and during clean-up, he rec'd a needlestick when picking up the needle to dispose of it. The employee assumed the clip covered the needle tip when he laid it down. However, it is not known if the clip initially covered the needle tip before it was laid down. The employee rec'd all the facility's protocol bloodwork testing and test results are negative. It was reported the incident occurred over a month ago and the sample was discarded. No info is available regarding the lot number.